Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers and remote manager (rm) was failed. A field service engineer (fse) found that drawers had failed on both the main and remote managers due to defective screamer control boards. Both boards were replaced, the drawers were reconfigured to resolve the issue, and recovery was verified using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers and remote manager were failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.